Manufacturer narrative:
Full e1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use distal cover's distal end cover fell off inside the patient¿s body. When checked, the cover had fallen into the oral cavity. This issue occurred during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The product was not returned, so the reproduction test using the actual device could not be performed. The cause of the dropped off the distal cover could not be determined, but according to the provided information, the facility reported that the cover may not have been installed properly. So the distal cover may have come off the endoscope because it was not attached properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.